Event description:
It was reported multiple occlusion alarms occurred. Reportedly, customer changed pump supplies to address the occlusions. Customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 300 mg/dl, small ketones, and vomiting. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2025 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.